Event description:
A (B)(6) female pt contacted zoll customer support to report that when she put her device on, it made a loud buzzing noise and would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly) has been confirmed. As received, the monitor would not power on past the splash screen and was resetting. The cause of the problem has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.